Event description:
Pt underwent a radical prostatectomy. Returned to floor at 2:30 pm. Pt received morphine sulfate 3 mg. Every 15 mins per pca pump. Dose changed to every 10 mins at 2:55 pm due to complaint of pain. At 7:20 pm pt found unresponsive to verbal stimulation. Pca discontinued. Narcan given. Pt transferred to ICU. V.s. B/p 137/67 hr 115 rr 28. Placed on bipap device. The pt did not require intubation.